Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation.

Event description:
It was reported that the central line being used to give IV fluids and tpn for patient. Hub and clamp avulsed from 18g lumen on central line overnight, while it was attached to fluids being administered to patient. Nursing staff alerted by puddle of fluid on floor. Unknown how it became avulsed. Actions taken: near miss, no harm to patient as lumen tied in knot and central line later removed from patient.

Manufacturer narrative:
Qn# (B)(4). Additional information was received indicating that this is a duplicate complaint and will be voided. The original MDR was submitted on (B)(6) 2020 under MDR#9680794-2020-00337.

Event description:
It was reported that the central line being used to give IV fluids and tpn for patient. Hub and clamp avulsed from 18g lumen on central line overnight, while it was attached to fluids being administered to patient. Nursing staff alerted by puddle of fluid on floor. Unknown how it became avulsed. Actions taken: near miss, no harm to patient as lumen tied in knot and central line later removed from patient.